Event description:
The customer reported that there appeared to be a mid-fiber breaks and that laser energy was emitted from the break during prostate vaporization. No pt or end user injury was reported. The joule count on the fiber when the problem was noted was not reported. The procedure was completed with a second fiber.